Manufacturer narrative:
The lead was since returned to boston scientific crm. Upon receipt from analysis, the complete lead was returned and thoroughly analyzed. Set screw marks were noted on the terminal pin and anode ring assembly. Surface cuts were noted in the lead's insualtion at 213mm from the terminal pin. Melted isulation was also observed in the form of a hole as well as melted metal on the surface of the anode coil at 210mm from the terminal pin. The lead was then subjected to resistance, hipot and pressure testing. Measurements throughout these tests were within normal limits verifying the lead's electrical performance and inner/outer insualtion integrity. Laboratory testing was unable to confirm the allegation of no capture. Electrically, this lead was in specification.

Event description:
--

Event description:
Boston scientific crm received information that this right ventricular lead was electively replaced due to loss of capture at 6v at 0.8ms.

Manufacturer narrative:
It is unknown if this lead was surgically abandoned in the patient or explanted. To this date, the lead has not been returned. Should additional information become available, this event would be updated as necessary.